Event description:
It was reported that this right ventricular (rv) lead was exhibiting failure to capture and high capture threshold measurements, as a result, leaving the patient bradycardic with an escape rate around 30 beats per minute. These reported observations were sudden and the health care professional was to reach out to the patient. Subsequently, additional intervention was required and the rv lead was successfully explanted and replaced. During the procedure, it was found that the lead was fractured. No additional adverse patient effects were reported.